Manufacturer narrative:
H10. H3, h6: the reported device was received for evaluation. A visual inspection showed the t1, t2, and suture were returned. The knot was not tightened, the implant device was not returned, a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast fix device could not be deployed. T1 was successfully removed using tweezers. The procedure was successfully completed with no delay using a back-up device. No further complications were reported.